Event description:
All error codes indicated a failure on the pressure transducer pcb. Patient had chest tube with large leak. 7200 kept displaying "low inspiratory pressure" alarm and switch to apnea ventilation mode. A puritan bennett service technician tested the unit and changed the pt board on site. The unit was again tested. No error codes were present. This unit was declared "ok to use" by puritan bennett. Device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer hardware performance tests conducted. Results of evaluation: circuit board. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.